Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the atrial lead was over-sensing noise that lead to inappropriate mode switches. The noise was reproducible with arm movements. Physician was aware of the issue and had previously modified the settings. No further intervention was performed. Patient was asymptomatic and would be monitored.